Manufacturer narrative:
It was reported that around 13 months after stent placement, it was found that the dumbbell part of the stent in stomach being fractured. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Fracture can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Stent can be frequently pressured due to patient's lesion status, and fracture can be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, information such as photo was not provided, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "dumbbell part of the stent in stomach being fractured" it is assumed that fracture has occurred due to the patient lesion's pressure, peristalses of organs and other factors complexly. Then, it is considered additional stent was not placed due to the patient struggling too hard. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Bs0810bd-15n was placed for hgs in (B)(6) 2021. By checking in endoscopy on (B)(6) 2022, it was found that the dumbbell part of the stent in stomach being fractured. No additional treatment and stent placement were done because the patient struggled so hard. There were no patient complications as a result of this event.